Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient passed out. The patient is reportedly nonverbal, so no patient symptoms were reported prior. The cgm was displaying 150 mg/dl and the bg by the spouse was 75 mg/dl and fell rapidly. The spouse called an ambulance. The reporter was unaware of the treatment provided by emergency medical services (ems) for hypoglycemia. The patient was hospitalized for 1 overnight stay. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).